Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch # 3902630000-2018-8006.

Event description:
Procedure performed: operative laparoscopy. Medwatch # 3902630000-2018-8006 received via mail on october 15, 2018. Event description: during operative laparoscopic procedure, a foreign body was noted in the body cavity. Item retrieved by surgeon and identified as portion of trocar. Additional information received via email from risk manager on october 23, 2018: the device is available to be returned. The date of the event is 07/24/18. There was no patient injury. Additional information received via email from account manager on november 1, 2018: the color of the component that fell into the patient was black. The inner workings of the trocar was the part that detached. The component appeared to be torn. A grasper had just been passed down the trocar at the time of the incident. The seal housing was easily removed. The tabs were not being pinched at the time of breakage. Type of intervention: item retrieved by surgeon. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. (B)(4).

Event description:
Procedure performed: operative laparoscopy medwatch # (B)(4) received via mail on october 15, 2018. Event description: during operative laparoscopic procedure, a foreign body was noted in the body cavity. Item retrieved by surgeon and identified as portion of trocar. Additional information received via email from risk manager on october 23, 2018: the device is available to be returned. The date of the event is (B)(6) 2018. There was no patient injury. Additional information received via email from account manager on november 1, 2018: the color of the component that fell into the patient was black. The inner workings of the trocar was the part that detached. The component appeared to be torn. A grasper had just been passed down the trocar at the time of the incident. The seal housing was easily removed. The tabs were not being pinched at the time of breakage. Type of intervention: item retrieved by surgeon. Patient status: no patient injury.